Manufacturer narrative:
Product analysis: analysis found that the device did not turn on with the supplied battery. The voltage (6.61 volts) was too low for the device to properly start-up. It was also noted that the attachment ring was missing and both bail covers were cracked. The unit was cleaned and inspected. The battery was replaced. A new attachment ring was installed and both bail covers were replaced. The unit then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would shut off, intermittently. The epg was returned for service. There was no patient involvement.